Event description:
For the last two years I have been feeling extreme fatigue, a chest pain in breasts, joint achiness and pain, anxiety, depression, sensitivity to light, extreme eye dryness. FDA safety report ID# (B)(4).